Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) was subject to an off-label magnetic resonance imaging (MRI) scan as the ICD is not a MRI conditional system. It was noted that the device detections were programmed off and pacing programmed asynchronous during the MRI scan. Following the MRI, the physician assistant attempted to re-interrogate the ICD but was unable. A different programmer was tried but that did not work either. The about fifteen minutes later the physician assistant attempted to interrogate the ICD again and was able to regain telemetry. Per the physician assistant the ICD was then functioning with no known issues. The ICD remains in use. No patient complications have been reported as a result of this event.